Event description:
Reporter states the tibial insert was snapped into the m2 cruciform baseplate in normal fashion. There was a noticeable amount of toggle anteriorly. The insert was removed carefully using a cobb. The insert was checked for any defects. None were noticeable, and it was re-implanted after checking also for debris which may have caused an impingement. The same toggle was found, and the insert was then removed again. Another 11mm insert was implanted which locked in just fine. There was no adverse consequences for the pt.